Event description:
It was reported a dye study was to be performed because the patient went through withdrawal (B)(6) 2014 and has been in terrible pain since then. The hcp was not aware of any audible pump alarms. Per the managing hcp the patient was going through withdrawal over past few weeks, underdose symptoms and was responsive to oral pain medication. The dye study was performed and no issues noted with catheter. Accessed reservoir this morning ((B)(6) 2014) and found reservoir to be empty, the expected volume was 13.5ml and the actual volume was 0ml; the hcp does not feel pump pocket fill occurred. The cause of the discrepancy was not specified. The managing hcp was sending the patient to the surgeon for a pump replacement. The pump was used to deliver morphine. The patient outcome was not reported. Further follow-up is being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
(B)(4)

Event description:
The patient had flu symptoms in (B)(6) 2014. No pump alarms were heard. Per the patient's wife, the pump stopped on (B)(6) 2014 and was removed.

Manufacturer narrative:
Concomitant: product ID 8709, serial# (B)(4), implanted: 2006-(B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information later received the patient was scheduled for a pump replacement on (B)(6) 2014 but at the time of the scheduled replacement surgery, the hcp found possible signs of infection and removed the entire system.

Manufacturer narrative:
Analysis of the pump revealed no anomaly found. (B)(4).